Manufacturer narrative:
An event regarding infection involving a mrh insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspections were not performed as product was not returned. Medical records received and evaluation: a review by a clinical consultant concluded that infection of arthroplasty as procedure-related complication of total knee arthroplasty requiring multiple interventions and device exchanges before treatment became effective with additional patient-related risk factors for infection including ra disease and morbid obesity but without device-related aspects. Device history review: could not be performed as lot information was not provided. Complaint history review: could not be performed as lot information was not provided. Conclusions: the exact root cause of this patient's third revision due to infection could not be determined due to insufficient provision of information. Further information such as: lot ID, return of reported devices, x-rays and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient was revised due to an infected hinge knee. This was a stage 1 revision; the patient had a wash out and the poly was swapped.

Event description:
It was reported that the patient was revised due to an infected hinge knee. This was a stage 1 revision; the patient had a wash out and the poly was swapped.

Manufacturer narrative:
The following other devices were also listed in this report: mrh tib rot comp xs-xl; cat# 6481-2-100; lot# unknown; mrh axle; cat# 6481-2-120; lot# unknown; mrhk femoral bushing; cat# 6481-2-110; lot# unknown; mrhk bumper insert - neutral; cat# 6481-2-130; lot# unknown; mrhk tibial sleeve; cat# 6481-2-140; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.